Manufacturer narrative:
Additional information provided in sections h6 and h11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: toscano l, messias a, messias k, de cenço lopes r, ribeiro jas, scott iu, et al. Proliferative diabetic retinopathy treated with intravitreal ranibizumab and photocoagulation directed at ischemic retinal areas: a randomized study. Doc ophthalmol. 2021;143(1):1-11. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature study the physician reported that a patient from the pan retinal laser photocoagulation group experienced retinal function damage. No other complication occurred in the patients of the group. All patients underwent detailed ophthalmologic assessment at baseline. This report pertains to two of two reports received from the initial reporter.